Event description:
(B)(4). I have been battling symptoms for years and can not get anyone to listen or help me. Chronic fatigue, fibromyalgia, joint pain, thinning hair with bald spots, major weight gain, depression, acne, lower stomach pain, ibs, high blood pressure, fluid retention and hot flashes. I did have a partial hysterectomy in 2010 because of heavy bleeding but these other symptoms continue.